Event description:
Related to MFR report # 2183959-2010-00062. On (B)(6) 2010, a monarc sling was implanted to treat urinary incontinence. On (B)(6) 2012, it was reported that the pt continues to experience urinary urge incontinence. It was also reported that the pt was experiencing mild ongoing abdominal pain and was treated with trimebutine and phloroglucinol, and a CT scan was planned.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.